Event description:
Another longevity calculation was run with therapy impedances of: left ipg changed 3/8/18 battery reading 2.72v on 12/6/18 1+ 2-3- 6.1 v, 80 usec, 170 hz therapy impedance 753 ohms 8.1 ma is current. The calculation showed: 13.09 months eri, 16.09 months eos,based on 24/7 usage for the above parameters.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the device was at eri and the caller mentioned there was dissatisfaction with the longevity. The rep was going to follow up with the health care professional (hcp) to determine if the patient's battery was depleting normally or if there was a system issue. Calculations were done: 2.72 ins battery voltage, 12/6/18, hcp is concerned about battery depletion. 1+2-3- 6.1 volts 80pw 170hz 500 ohms 8.69 months eri, 11.69 months eos 1000 ohms 15.93 eri, 18.93 months eos no symptoms or complications were reported or anticipated.